Event description:
It was reported an issue with optilene suture. The client reported that all the wires break in the same place. Very breakable wires. Dental use. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 26 closed samples. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.42 kgf in average and 0.36 kgf in minimum (ep requirements: 0.17 kgf in average and 0.082 kgf in minimum). We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.38 kgf in average and 0.32 kgf in minimum (ep requirements: 0.15 kgf in average and 0.06 kgf in minimum). Linear pull tensile strength results conducted on the samples received are 0.55 kgf in average and 0.54 kgf in minimum and these are correct and usual values for this thread and size. There are no ep/usp limits for this test. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and bbs requirement. Furthermore, needle attachment results conducted on samples before releasing the product were 0.42 kgf in average and 0.40 kgf in minimum and fulfilled ep requirements: 0.17 kgf in average and 0.082 kgf in minimum. Furthermore, knot pull tensile strength results conducted on samples before releasing the product were 0.38 kgf in average and 0.33 kgf in minimum and fulfilled ep requirements: 0.15 kgf in average and 0.06 kgf in minimum. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.